Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pains didn't start til I started having inter course 1 yr after implanted"), amnesia ("memory loss"), genital haemorrhage ("bleeding") and loss of libido ("no desire to sex"). The patient was treated with surgery (9 week post op from hysto). Essure was removed. At the time of the report, the medical device removal, dyspareunia, amnesia, genital haemorrhage and loss of libido outcome was unknown. The reporter considered amnesia, dyspareunia, genital haemorrhage, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : dyspareunia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events memory loss, bleeding and no desire to sex added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pains didn't start til I started having intercourse 1 yr after implanted"), amnesia ("memory loss"), genital haemorrhage ("bleeding") and loss of libido ("no desire to sex"). The patient was treated with surgery (9 week post op from hysto). Essure was removed. At the time of the report, the medical device removal, dyspareunia, amnesia, genital haemorrhage and loss of libido outcome was unknown. The reporter considered amnesia, dyspareunia, genital haemorrhage, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dyspareunia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events memory loss, bleeding and no desire to sex added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.